Manufacturer narrative:
All operating currents are within specification for the insulin pump. The device had no battery out limit alarms noted and intermittent button response also noted during testing due to corroded keypad traces. The device had no button error alarm noted and was received with a scratched lcd window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 168 mg/dl. Troubleshooting was not performed. The device was returned for analysis.